Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a burn mark on the forceps elevator. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had a component at the distal end come off, specifically the forceps elevator part. The event occurred during reprocessing. There were no reports of patient involvement.